Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad and display anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were hard to press and unresponsive. Customer also reported issues with the insulin pump display screen. No significant events leading to keypad anomaly were observed. Unable to confirm if time is advancing. Due to display anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Unable to perform the displacement and self test or verify missing segment and keypad unresponsive due to physical damaged to lcd glass. However, keypad flattened button dome switch (creased) was found on bolus, esc, act, up and down.